Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was correctly secured, and the slack was taken up correctly. The ligator head was returned with all bands attached and two of them were overlapped. The irrigation tube didn't present issues. Microscopic examination was performed, and it was found that the teeth of the ligator head were damaged/bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. Some of the bands were found overlapped, likely due to the damaged ligator head teeth. Once the ligator head teeth are damaged, the suture can have difficulty releasing the bands causing them to overlap. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during preparation and/or extra tension applied to the device. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2021. During the procedure, the bands would not fire from ligating cap. It looked as if they were binded/tangled up with each other.the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands would not fire from ligating cap. It looked as if they were binded/tangled up with each other.the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.